Event description:
After implanting cypher (3.0 x13mm) stent in a left main lesion, while post dilating, the balloon slipped, the entire system came off and the stent dislodged. A (CT) cat scan revealed that the dislodged stent was in the inferior limb. Since, the stent was in inferior limb, the physician decided that no additional treatment was required. The pt was not injured and was discharged from the hosp.